Event description:
Insulin manufacturer received a report that several pt's experienced uncontrolled blood glucose. All pt's were using the same insulin in insulin infusion pumps. Per the manufacturer, no add'l pt or device info was available.

Manufacturer narrative:
The insulin manufacturer was unable to provide any add'l details regarding the reported event. As no pt or device info is available, an investigation cannot be completed.